Manufacturer narrative:
(B)(4).

Event description:
It was reported that venous access staff identified multiple dual lumen PICC kits containing single lumen catheters.

Manufacturer narrative:
(B)(4). The customer returned one opened ask-45552-uwh1 kit for evaluation. No signs of use were observed. Visual analysis revealed the returned catheter is a single-lumen 4.5 fr 55 cm catheter with vps, which is not the intended two-lumen 5.5 fr 55cm with vps catheter in finished good ask-45552-uwh1. The lidstock states, "pressure injectable arrowg+ard blue advance two-lumen PICC kit pre-loaded with arrow vps precision stylet." No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The customer report of an incorrect catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed the returned catheter is a single-lumen 4.5 fr 55 cm catheter with vps, which is not the intended two-lumen 5.5 fr 55cm catheter with vps in finished good ask-45552-uwh1. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that venous access staff identified multiple dual lumen PICC kits containing single lumen catheters. The associated emdr report numbers are 9680794-2025-00013, 9680794-2025-00017 and 9680794-2025-00016.